Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unit was received with minor scratched display window, cracked case at display window corners, reservoir tube lip, battery tube threads and missing end cap sticker.

Event description:
Customer reported that he had high blood glucose of 237 mg/dl. Customer stated that he changed his reservoir and during the rewind prime process hid insulin pump keeps alarming and getting stuck in the prime rewind loop. Customer stated that the insulin was squirting out during the manual prime process and he was unable to exit the preparing to prime loop. Customer also stated that the insulin continues to drip after motor stops during the manual prime process. Advised to discontinue use of the insulin pump, revert to a back-up plan and the insulin pump need to be replaced. Nothing further was reported.